Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim generator does not work during patient testing. No more trace and specific sound but just a beep when positioning the nim in contact with the nerves. Change of nim device, intubation tube. Checking the connections. Problem still existing. There was no patient impact in this event.

Manufacturer narrative:
H3: the customer complaint can't be confirmed; the complaint is not relevant to an patient interface. The clamps are loose, the wave washers are worn. The lid is cracked. Product ID: 8253002, serial/lot #: (B)(6) the customer complaint can be confirmed, the bezel is damaged. Screens looks fine and touch screen reacts normally. The ground cable is missing. Previous codes b17, c20 and d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.